Event description:
As reported, 23mm sapien 3 case by transfemoral approach in aortic position. While advancing the commander delivery system with crimped valve through the esheath, the valve got stuck approx. 3mm from the distal tip of esheath. Multiple maneuvers were attempted, but the valve would not clear the sheath. Eventually, with force the valve passed through, and the valve was implanted without incident. The esheath was inspected upon removal, and a tear was observed at the distal tip of the sheath. The patient did not suffer any harm as a result. As per pictures received, the esheath distal tip is torn.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The returned device was visually inspected, and the following was observed: the sheath was fully expanded as designed. The sheath distal tip did not fully open along the axial score line. The sheath distal tip was torn along the distal edge of the liner. All tip score lines were present. Hdpe material stretching was noted along the proximal end of the axial score line opening. Customer photos were provided, and the following was observed: the patient's access vessel had presence of calcification. After removal from the patient, the sheath distal tip was shown to be torn. The complaints for sheath distal tip torn and difficulty advancing through sheath were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the complaint description, "while advancing the commander delivery system with crimped valve through the esheath, the valve got stuck approximately 3mm from the distal tip of esheath. Multiple maneuvers were attempted, but the valve would not clear the sheath. Eventually, with force the valve passed through, and the valve was implanted without incident. The esheath was inspected upon removal, and a tear was observed at the distal tip of the sheath". Per evaluation of the returned device, the sheath distal tip was observed to be torn radially along the distal edge of the liner. The failure mode is characteristic of sheath tip tear events as described in a product risk assessment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A product risk assessment was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip. A corrective and preventative action captures process improvement activities regarding tip expansion which were identified during previous investigation.